Event description:
It was reported that within a week of implant, the atrial lead exhibited a failure to capture and was found to have migrated. The lead was reprogrammed and remains in use. The patient is enrolled in the (B)(6) MRI clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m lead, implanted: (B)(6) 2014. (B)(4).